Event description:
Litigation papers allege that the patient suffered pain and suffering, tissue damage, synovial fluid buildup, lack of mobility and elevated cobalt and chromium levels. The patient has also suffered injuries as a result of implantation and explantation of the depuy asr hip implant and was injured by excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.